Manufacturer narrative:
The glidescope avl video monitor was returned to verathon for evaluation. The technical service representative connected a test baton to the returned video monitor for testing, the image produced appeared normal. The baton cable was manipulated with no change to the image noted. The technical service representative left the monitor powered on until the battery was depleted, again with no change to the displayed image noted. The battery was allowed to fully charge and all image tests were repeated with no white image observed. It was noted that the tutorial and the external video buttons were not illuminating, the front shell was replaced to resolve this. The technical service representative completed all servicing tests and the video monitor was returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor display a white screen. Reportedly a backup device was used to complete the procedure, however, the length of the delay in the procedure was not reported. No harm to patient or user was reported.